Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported the sureform stapler 60 did not fire correctly, and all the staples did not form. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting incomplete stapler line, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product reload and performed the failure analysis. The failure analysis investigations did not replicate nor confirm the customer reported complaint of "the stapler did not fire correctly, all the staples did not form". The reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. Reload knife and shuttle track was concealed at the distal end of the cartridge. No lodged or loose staple was observed in the garage track of the reload. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. Root cause was attributed to the mishandling. Additional note: this reload does not appear to have an exposed component relating to a firing failure. The complaint regarding incomplete staple line was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.